Manufacturer narrative:
Additional information was added to d4, d9, e1: initial reporter phone no., h3, h4, h6, and h11. H4: the lot was manufactured between november 9, 2023 ¿ november 13, 2023. H11: the device was received for evaluation with 42 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during infusion. The expected therapy time was 44 hours, but it was estimated that about a third-fourth of the fluid was left in the device after 44 hours of infusion. The device contained fluorouracil (5-fu) having a total volume of 111ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.